Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to instability. A 54mm shell, liner, and 32 +12head were revised to a 60mm shell with 3 screws, adm/mdm liner construct, and 28 +8 head. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.